Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty camera cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. When connected to the otv-s190 processor, no image was displayed on the monitor. This fault was caused by a faulty camera cable. Additional findings were the camera failed leak test, due to a leaking cable (water tightness) issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the hd camera head image keeps dropping during preparation for use, however, the reported event did not occur during the intended procedure. There were no reports of patient harm or impact associated with the reported event.